Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a superficial femoral artery stenting procedure, in a mildly calcified 75% stenosed lesion, during pre-dilatation, the fox plus balloon ruptured at 4 atmosphere (atm) during the first inflation. A second fox plus was used successfully. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.